Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and the mentor could not uncover a device failure that we could connect to the reported medical symptoms. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 395cc mentor memoryshape breast implant experienced left sided baker¿s grade IV capsular contracture accompanied by pain post procedure. Additional right sided capsular contracture (baker grade unknown) was noted. As a result, bilateral prosthesis replacement with 445cc mentor memoryshape breast implants was performed on 9/10/2019. Mentor reported the left sided capsular contracture on under 1645337-2019-16133 on (B)(6) 2019. On (B)(6) 2019 mentor received additional information and initial awareness of the right sided capsular contracture. This report relates to the right prosthesis.